Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to deliver shock due to incorrect interpretation of supraventricular tachycardia. Programming changes were performed. There were no patient consequences.